Event description:
The event occurred post-procedural (up to 48 hours or until discharge if before 48 hours). The patient experienced a bleeding (haemorrhage) at puncture site (gastric/duodenal). The site described ¿device caused delayed hemorrhage after puncture. Patient losed 2 points of hemoglobin¿. The site indicated that the event did not occur due to a device deficiency. The event was resolved at discharge or 48-hours post-procedure. The site indicated ¿no treatment at this time¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). There are two methods by which pmcf complaints are received; 1. Initial/ final pmcf report in a pdf format - this is emailed by cook research team. 2. Research team can directly ask customer service to open complaints on trackwise for any ongoing clinical studies - so they open these complaints as and when they come across the malfunction/ adverse events. The studies usually go on for many months or even years. So the research team might not have a report drafted in this case, they would just call in customer service to log these complaints. (B)(4) falls under type 2 above. Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: as per the instructions for use, ifu0005 which informs the user about the potential adverse events "associated with gi endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, burn, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, respiratory depression or arrest¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per IFU potential adverse events bleeding can be covered by ¿hemorrhage¿ as a known potential adverse event. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the event was resolved at discharge or 48-hours post-procedure. The site indicated ¿no treatment at this time¿. As per medical advisor¿s input ¿require intervention/additional procedures s=4¿. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jan-2024.